Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire and brown (-5v) wire in the trunk cable. Additionally, the ECG "a" & "b" cable severed between dn and ECG b part of cable. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).